Event description:
Pt coded. The wall suction and oxygen area headwall malfunctioned. The suction head had to be held into the wall in order for it to operate. Alternate methods used to resuscitate the pt.